Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review, the information provided by the account and without the device to analyze, a cause for the reported unintended movement associated with clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Additionally, the imaging provided by the account were further reviewed by an abbott senior staff clinical engineer. The reviewer noted that ¿one (1) fluoroscopic still image was provided. Two implanted clips can be visualized indicating the image was taken post deployment of the second clip (reported device). Presumably, the second clip reported for post deployment cowl is the lateral clip (right) in the image. The clip arm angle appears to be ~20° - 25° which is within the typical range of clips implanted per the instructions for use (10° - 30°) and is not indicative of a typical post deployment cowl event. Furthermore, per the response to question #7 the pre-deployment clip arm angle was unknown. Lastly, no pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment). With no pre-deployment cine for comparison, a clip arm angle change during / post deployment cannot be assessed and a potential post deployment cowl cannot be confirmed via cine evaluation. There are no other observations based on the fluoro image provided.¿

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. One clip was implanted. After deployment of the second clip, the residual mr increased. Per the physician, the second clip may have opened after pulling the release pin, but remained stable on both leaflets. The mr was reduced to grade 2. There were no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.